Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, as well as a battery out limit alarm. Customer's blood glucose levels at the time 328 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received motion sensor test failure and motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test, error test alarms or verify battery out limit alarms due to motor error alarms. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.